Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately three years and five months following a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve, the patient underwent a valve-in-valve procedure with a 23mm sapien 3 ultra resilia valve due to stenosis. The patient was symptomatic at the time of intervention, presenting with dyspnea and fatigue. Per report, attempted basilica on this valve without success.

Manufacturer narrative:
Update to b5. Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The reported event of post-implant calcification was objectively confirmed based on the medical records provided. In this case, available information suggests patient factors likely contributed to the event as the patient had a relevant comorbidity (diabetes), as reported. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical record review, approximately 3 years and 6 months post-implantation, the patient was scheduled for a valve-in-valve tavr procedure. Due to concern for potential left main coronary artery obstruction from the second valve, an attempted basilica procedure was performed prior to deployment of the 23mm sapien 3 ultra resilia (s3ur) valve. Multiple attempts to lacerate the left coronary leaflet of the 23mm s3u valve were unsuccessful, and the basilica procedure was abandoned. The failure was attributed to severe calcification of the left leaflet of the original bioprosthetic valve. Despite the basilica failure, the valve-in-valve procedure was successfully completed with implantation of a 23mm s3ur valve within the original 23mm s3u valve, without complications or coronary obstruction.